Manufacturer narrative:
The device remains implanted. The device history record was reviewed finding nothing that could have caused or contributed to the reported event. The instructions for use which accompanies each device states in the adverse reactions section: "complications associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)."

Event description:
It was reported by the pt's attorney that as a result in having the product(s) implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, and has undergone or will undergo corrective surgery or surgeries. The pt has experienced bleeding, infections, intense pain and surgery to adjust the device.